Event description:
An intra-aortic balloon pump was alarming "volume loss" following approximately ten to twelve hrs of counterpulsation. The pt was transferred to another intra-aortic balloon pump. No pt complications were involved. The bio-med department at the user facility evaluated the balloon pump. A leak was noted in the front dome of the dome assembly. The dome assembly was replaced and the pump was placed back into service. The operating manual outlines the procedure for locating the possible causes for a "volume loss/balloon slow" alarm.